Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 590cc mentor memorygel breast implant, catalog #3505590bc, serial # (B)(6).4 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female who underwent breast augmentation with a 590cc mentor memorygel breast implant experienced capsular contracture (baker¿s grade unknown) post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This event was part of the glow study. There is no additional information available at this time, if additional information is made available in the future, then a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The reported event was a suspected capsular contracture. The additional information has revealed the patient is not experiencing capsular contracture or any current complications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 17, 2022. The patient experienced asymmetry. Manufacturer¿s reference number: (B)(4).